Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Additional information was requested, and the following was obtained: what suture type was used? Monocryl what suture size was used? Size 0. When the event occurred, was the suture placed near the hinge of the clip? Yes. Where you able to lock the clip closed on the suture? If yes after it closed, was the clip holding securely fixed on the suture? It would completely close but not stay closed. Was the applier checked for damage (jaws straight and aligned)? Yes, no apparent damage and we tried a few different clip appliers to be sure. What was the surgical procedure involved? Unknown but believed to be sacrocolpopexy. Was this a robotic procedure? Unknown. If clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? Unsure of the amount of tension. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the xc200 reload (b) was returned with no apparent damaged and it was received empty along with a closed clip. As part of ethicon's quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance., additional investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned samples revealed that xc200 reload (c) was received with no apparent damage with four clips loaded and two loose clips. The reload was tested for functionality and the loose clips were manually loaded on a test device for its functionality. Upon functional testing of the device, the instrument loaded, retained, and deployed six clips as intended. The clips were as intended and conforms to our manufacturing requirements. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The clip performed without any difficulties noted. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history lot: a manufacturing record evaluation was performed for the finished device sb2acu/xc20002 and no non conformance / manufacturing irregularities related to the malfunction were identified.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture clips were used. The technician advised that she has been having trouble with lapratys clamping closed on suture while using the applier. She is not new to this device and typically does not have issues. The surgeon uses this on a different suture than what is recommended in the IFU and has been doing so for a long period of time. Technician is aware that this does not fall under the IFU guidelines. However they have never had issues in the past. She is able to load the clips appropriately but when the handles is squeezed the clip does not clamp closed. No adverse patient consequences were reported. Additional information was requested.